Manufacturer narrative:
B3: date of event - aware date on (B)(6) 2021 used as event date is unknown. H6: patient code correction - updated from transient ischemic attack e0137 to stroke/cva e0133.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, the patient had a slight stroke. No additional information is known at this time. It was further reported that a cerebrovascular accident (cva) occurred.

Manufacturer narrative:
Date of event: aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported via social media that a transient ischemic attack (tia) occurred a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, the patient had a slight stroke. No additional information is known at this time.